Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 500 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Cause of high bg was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support did a pump system check with the customer and found an incomplete bolus alert. Cts educated the customer on what an incomplete bolus alert indicates, customer acknowledged education.